Event description:
Procedure: urological/gynecological. According to the rptr: the pt had mesh implanted and allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #313892 for an "pubovaginal sling".